Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), genital haemorrhage ("bleeding") and seizure ("seizures") in a 27-year-old female patient who had essure (batch no. C22917) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's past medical history included hypothyroidism, cholecystectomy in 2013, thyroidectomy in 2012, breast lump removal, tubal ligation, thyroid operation and ovarian cyst. Concurrent conditions included morbid obesity, knee pain, polytrauma, urination difficulty, urinary frequency, muscle ache, muscle weakness, arthralgia multiple and back muscle spasms. Concomitant products included estradiol, levothyroxine sodium (synthroid) and topiramate (topamax). On (B)(6) 2015, the patient had essure inserted. In may 2015, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced rash ("rashes or skin conditions type: rashes") and fatigue ("fatigue"). On (B)(6) 2015, 2 months 9 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and muscle spasms ("leg spasm,muscle spasm"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), seizure (seriousness criterion medically significant), menstrual disorder ("persistent menstruation issues"), fibromyalgia ("fibromyalgia"), mood swings ("hormonal changes describe: mood swings"), mental disorder ("psychological or psychiatric problems"), weight increased ("weight gain"), weight decreased ("weight loss") and abdominal pain lower ("cramping"). The patient was treated with surgery (operative laparoscopy with removal of essure, bilateral salpingectomy, tubal ligation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, weight decreased and abdominal pain lower had resolved and the seizure, menstrual disorder, fibromyalgia, mood swings, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, migraine, headache, mental disorder, rash, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia and muscle spasms outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, menorrhagia, menstrual disorder, mental disorder, migraine, mood swings, muscle spasms, pelvic pain, rash, seizure, urinary tract disorder, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: current weight 144 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.1 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: confirming headaches, chronic pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Event: muscle spasm were added. Fu 3 and 4 proceed together. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), genital haemorrhage ("bleeding") and seizure ("seizures") in a 27-year-old female patient who had essure (batch no. C22917) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's past medical history included hypothyroidism, cholecystectomy in 2013, thyroidectomy in 2012, breast lump removal, tubal ligation, thyroid operation and ovarian cyst. Concurrent conditions included morbid obesity, knee pain, polytrauma, urination difficulty, urinary frequency, muscle ache, muscle weakness, arthralgia multiple and back muscle spasms. Concomitant products included estradiol, levothyroxine sodium (synthroid) and topiramate (topamax). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 1 month 18 days after insertion of essure, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problems or changes"), stress urinary incontinence ("urinary problems or changes :urinary stress incontinence"), migraine ("migraines"), headache ("headaches"), rash ("rashes or skin conditions type: rashes"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain"), muscle spasms ("leg spasm,muscle spasm, leg and back muscle spasms.") And abdominal pain ("abdominal pain"). On (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric, problems condition: depression") and anxiety ("psychological or psychiatric, problems condition: mental anguish"). On (B)(6) 2016, the patient experienced seizure (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("persistent menstruation issues"), fibromyalgia ("fibromyalgia"), mood swings ("hormonal changes describe: mood swings"), mental disorder ("psychological or psychiatric problems"), weight decreased ("weight loss") and abdominal pain lower ("cramping"). The patient was treated with surgery (operative laparoscopy withremoval of essure, bilateral salpingectomy, tubal ligation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, weight increased, weight decreased, abdominal pain lower and abdominal pain had resolved and the seizure, menstrual disorder, fibromyalgia, mood swings, bladder disorder, stress urinary incontinence, migraine, headache, mental disorder, rash, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, alopecia, muscle spasms, depression and anxiety outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, menorrhagia, menstrual disorder, mental disorder, migraine, mood swings, muscle spasms, pelvic pain, rash, seizure, stress urinary incontinence, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: current weight 144 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.1 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: confirming headaches, chronic pelvic pain . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-oct-2018: pfs received event " psychological or psychiatric, problems condition: de12ression and mental anguish, abdominal pain" were added. Onset date of event added. Outcome of event " weight gain, bleeding, pain, cramping" were updated as recovered. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain'), genital haemorrhage ('bleeding') and seizure ('seizures') in a 27-year-old female patient who had essure (batch no. C22917) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included cholecystectomy in 2013, thyroidectomy in 2012, hypothyroidism, breast lump removal, tubal ligation, thyroid operation, ovarian cyst, fibromyalgia and dysmenorrhea. Concurrent conditions included morbid obesity, knee pain, polytrauma, urination difficulty, urinary frequency, muscle ache, muscle weakness, arthralgia multiple and back muscle spasms. Concomitant products included escitalopram oxalate (lexapro) since (B)(6) 2015, estradiol from (B)(6) 2015 to (B)(6) 2015, ibuprofen from 2015 to 2017, levothyroxine sodium (synthroid) and topiramate (topamax). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 18 days after insertion of essure. On (B)(6) 2015, the patient experienced fatigue ("fatigue") and muscle spasms ("leg spasm,muscle spasm, leg and back muscle spasms."). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problems or changes"), stress urinary incontinence ("urinary problems or changes :urinary stress incontinence"), migraine ("migraines"), headache ("headaches"), rash ("rashes or skin conditions type: rashes/skin rash"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric, problems condition: depression") and anxiety ("psychological or psychiatric, problems condition: mental anguish/anxiety"). On (B)(6) 2016, the patient experienced seizure (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("persistent menstruation issues"), fibromyalgia ("fibromyalgia"), mood swings ("hormonal changes describe: mood swings"), mental disorder ("psychological or psychiatric problems"), abdominal pain lower ("cramping"), constipation ("severe constipatated"), diarrhoea ("finally I got severe diarrhea") and pain ("it even hurt to push") and was found to have weight decreased ("weight loss"). The patient was treated with paracetamol (acetaminophen) and surgery (operative laparoscopy withremoval of essure, bilateral salpingectomy, tubal ligation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, weight increased, weight decreased, abdominal pain lower and abdominal pain had resolved and the seizure, menstrual disorder, fibromyalgia, mood swings, bladder disorder, stress urinary incontinence, migraine, headache, mental disorder, rash, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, alopecia, muscle spasms, depression, anxiety, constipation, diarrhoea and pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, bladder disorder, constipation, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, menorrhagia, menstrual disorder, mental disorder, migraine, mood swings, muscle spasms, pain, pelvic pain, rash, seizure, stress urinary incontinence, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: current weight 144 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.1 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: confirming headaches, chronic pelvic pain. Concerning the injuries reported in this case, the following one/ones were reported via social media: pain, diarrhea, constipation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: social media received. New reporter was added. Added event from social media severe constipated, diarrhea, it even hurt to push. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), genital haemorrhage ("bleeding") and seizure ("seizures") in a 27-year-old female patient who had essure (batch no. C22917) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's past medical history included hypothyroidism, cholecystectomy in 2013, thyroidectomy in 2012, breast lump removal, tubal ligation, thyroid operation, and ovarian cyst. Concurrent conditions included obesity, knee pain, polytrauma, urination difficulty, urinary frequency, muscle ache, muscle weakness, arthralgia multiple, and back muscle spasms. Concomitant products included estradiol, levothyroxine sodium (synthroid), and topiramate (topamax). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), seizure (seriousness criterion medically significant), menstrual disorder ("persistent menstruation issues"), fibromyalgia ("fibromyalgia"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), mental disorder ("psychological or psychiatric problems"), rash ("rashes or skin conditions type: rashes"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), weight decreased ("weight loss"), and abdominal pain lower ("cramping"). The patient was treated with surgery (operative laparoscopy with removal of essure, bilateral salpingectomy, tubal ligation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, weight decreased, and abdominal pain lower had resolved and the seizure, menstrual disorder, fibromyalgia, mood swings, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, migraine, headache, mental disorder, rash, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight increased, and alopecia outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, menorrhagia, menstrual disorder, mental disorder, migraine, mood swings, pelvic pain, rash, seizure, urinary tract disorder, vaginal haemorrhage, weight decreased, and weight increased to be related to essure. The reporter commented: current weight 144 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.1 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: confirming headaches, chronic pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "hormonal changes describe: mood swings, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), bladder problems or changes, urinary problems or changes, migraines, headaches, psychological or psychiatric problems, rashes or skin conditions type: rashes, nickel allergy, seizures, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain, hair loss. Bleeding, weight loss, cramping", reporter, lot number, historical condition added from pfs. Historical and concomittant condition added from medical record. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("persistent menstruation issues") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (laparoscopy). At the time of the report, the pelvic pain, menstrual disorder and fibromyalgia outcome was unknown. The reporter considered fibromyalgia, menstrual disorder and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 22-nov-2017: event fibromyalgia added from social media. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("persistent menstruation issues"). The patient was treated with surgery (laparoscopy). At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Company causality comment: incident~ no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report